Manufacturer narrative:
Pump passed stop current test, run current test, self test, unexpected restart alarm error test and displacement test. No unexpected restart alarm error alarm, battery power loss alarm or blank display noted. Moisture damage found on electronic assembly.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had blank display and also alarm error. The customer's blood glucose value was 88 mg/dl. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.